Event description:
It was reported that during a laparoscopic pyeloplasty on a pt with a "rather large abdomen" the trocar leaked. The pt was checked for "access leaks" around the trocar using zero foam, and none were found. The trocar was replaced, but the second trocar also leaked. The trocar was changed a third time and the leaking stopped. After that, everything went "smoothly and safely." During the procedure 2.5 vials of carbon dioxide were used. There had been a continuous drop in pressure in the abdomen throughout the procedure, which impaired visibility. The leaking increased when instruments were inserted into the trocars. There was no pt injury. See MFR. Report 2134070-2012-00203 regarding the first trocar.

Manufacturer narrative:
Final device investigation found that only the obturator of the device was returned and showed no signs of damage. The sleeve of the device was not returned, so a leak test could not be performed, and the complaint could not be verified.